Event description:
A physician reported shape of the tip was confirmed under a microscope, it was found to be missing. It was unknown when the tip of probe was chipped. The chipped tip was confirmed not to have remained in the eye. No health hazard has been confirmed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with the probe needle broken at the port, orange/brownish foreign material on the port face, and white foreign material in the port and on the needle. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at several locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had a broken port needle. How and when the probe needle port became broken cannot be determined from this evaluation and an exact root cause cannot be determined. An exact root cause for the broken needle port could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).